Manufacturer narrative:
Event date is unknown.

Event description:
Reportable based on device analysis completed on 12-sep-2018. A 2mm x 20mm x 143cm coyote es was returned with no reported issues. However, returned device analysis revealed balloon pinhole. A 2mm x 20mm x 143cm coyote es was returned for analysis. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The balloon has a pinhole at the proximal balloon cone. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage.